Event description:
It was reported that a (B)(6) 2026, a 34mm amplatzer amulet was chosen for implant using an unknown delivery system. During the procedure, unsuccessful positioning attempts, a pericardial effusion and tamponade were reported. After an unsuccessful attempt of pericardiocentesis, the tamponade has been managed by cardiac surgery successfully.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.